Manufacturer narrative:
(B)(4): the drivers were returned for evaluation.the tip of the t25 has been sheared off: cause unknown. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
Visually confirmed approximately ~3 mm of the instrument tips have been broken off, consistent with interface during usage. Dimensional inspection of relevant dimension verified conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, with the tip just below the fracture surfaces are plastically deformed, consistent with torsional overload. The above findings are consistent with torsional overload.

Event description:
It was reported that the patient underwent a revision surgery to treat an adjacent level disease. During removal of a setscrew the drivers were reported to have stripped. No patient complications were reported.